Event description:
A pt was implanted with an acticon device on (B) (6) 2002. On (B) (6) 2008, the balloon was revised. On (B) (6) 2010, the balloon and pump were removed and replaced. Pt was now presented with discomfort and problems cycling the device. Over a period of a year and a half, the device drew in about 460cc of fluid. The doctor thought this might be happening through the pump or the connection and every time the pt pumped the device it drew in a little fluid at a time, possibly body fluid (did not know for sure where the fluid was coming from). The doctor decided to replace the balloon and the pump and monitor the pt to see if she continued to have this problem. Device is functioning well and pt is doing fine, no serious injury occurred due to this problem. No further info provided, the device was returned for analysis.

Manufacturer narrative:
Pump not tested due to contamination. Connector was not functionally tested. Balloon had operating room damage. The frequency of occurrence of the event is not addressed in the device labeling. The frequency for this event is not greater than is usual.